Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the device had a slow flow rate while on a patient and was recalibrated by the facility's biomed department. Then within a few weeks of being recirculated a clinician reported a slow flow rate again. During the facility's biomed testing it was noted that the display had a missing digital read out on the pump. There was no harm.